Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. Also, bad locking on the video connector was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty/defective dr board (printed circuit board). It¿s possible the cause of the faulty/defective dr board is related to an effect before countermeasures were implemented in association with the design change of the operational amplifier circuit on the dr board, or a poor connection with the video connector. It was confirmed that the design change of the dr board was implemented on april 16, 2018. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bad locking on the video connector could not be identified. However, it¿s likely the cause is related to a faulty/defective video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center produced no image. The issue was found during preparation for use, prior to a procedure. The intended procedure was completed using a similar device. There were reports of no patient involvement.